Event description:
It was reported that 10cmh2o of cuff pressure was inserted, after that, another nurse did not notice that the cuff already had air in it, and an additional 10cmh2o was inserted, a "rupture" or "plosive" sound was heard, then the cuff "ruptured". The patient was reintubated and there was no airway damage.

Manufacturer narrative:
Additional information: b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3. H6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cuff was burst. An inflation/deflation test was performed using a syringe, air was applied to the cuff and it was noticed the cuff deflated immediately. It was reported that 10cmh2o of cuff pressure was inserted, after that, another nurse did not notice that the cuff already had air in it, and an additional 10cmh2o was inserted, a ""rupture"" or ""plosive"" sound was heard, then the cuff ""ruptured"". The reported issue confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh2o. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Deflate the cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury, requiring possible medical intervention or damage to the cuff. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 10cmh2o of cuff pressure was inserted. After that, another nurse did not notice that the cuff already had air in it. And when an additional 10cch20 was inserted, a "rupture" or "plosive" sound was heard, the cuff "ruptured". The patient was extubated and there was no airway damage.